Manufacturer narrative:
(B)(4) two (2) mmsi final tightener ¿ x25 drivers [product code: 2797-12-600] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that approximately 1mm of the hexlobes on the x-25 driver distal tips had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with drivers that were on axis, however, not fully seated during use. Noted damage also suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in tip to become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 tightener distal tips becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tips of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tips becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
During final tightening the surgeon couldn&#38176;properly tighten the set screws as the instrument was stripped. Procedure was completed with a second driver which is included in the set. Instrument is worn out and can cause difficulty with proper tightening the set screws.